Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined. It was reported that the patient was placed on veno-venous (vv) extracorporeal membrane oxygenation (ECMO) with a centrimag on (B)(6) 2021. There was a circuit exchange to a different console on (B)(6) 2021. The pump and tubing were also exchanged due to positive yeast cultures. The patient was decannulated on (B)(6) 2021, and the centrimag blood pump has not been returned for evaluation at this time. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The united states (us) centrimag blood pump instructions for use (IFU) lists infection as an adverse event that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report numbers: 2916596-2021-04342, 2916596-2021-04343, 2916596-2021-04344, and 2916596-2021-04345. It was reported that the patient was placed on venovenous (vv) extracorporeal membrane oxygenation (ECMO) with centrimag on (B)(6) 2021. The centrimag settings were 5400 revolutions per minute (rpm) and 6.86 liters per minute (lpm). There was a circuit exchange to a different console on (B)(6) 2021. The centrimag settings were 5400 rpm and 6.93 lpm. The customer site reported that they were unable to get to 5500 rpm with the patient on two different consoles. Two circuit exchanges and two different centrimags were able to get the patient to 5450 rpm highest. One pump and tubing were also exchanged due to the patient's positive yeast cultures. On (B)(6) 2021 the patient was decannulated and the system was available for evaluation. The centrimag console and centrimag motor were placed on the hospital's primed circuit and 5500 rpms was achieved for over two hours. The hospital site could not reproduce the event. There were no alarms through the duration of the run.